Event description:
Information was received from a friend of a patient with an unknown device. Caller said their friend had an issue with their device, but they got it working now and it is great. When the event occurred, patient name, and managing physician is unknown because the event occurred 3 years ago. No patient symptoms and no further complications have been reported as a result of this event.